Event description:
It was reported that during a sleeve gastrectomy procedure, the primary seal housing came apart upon grasper insertion allowing primary seal to be pushed down into duckbill seal. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the cap separated from the base. Evidences of welding were not noted on assembly area. No functional testing could be performed to evaluate the reported seal issues due to the returned condition of the device. No conclusion can be reach on what could have caused the reported event. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4).